Event description:
IV placed and upon pressing the needle recoil button, to retract the needle and allow advancement of the plastic cannula, the green hub of the abbocath fell on the chux. Immediate intervention provided to ensure that no adverse event occurred with the plastic cannula, which was believed to be in the vein. Upon further inspection of the device, the plastic cannula was found adhered to the needle of the abbocath. No adverse reaction or additional; patient care needed. All parts of the bd insyte autoguard were accounted for. FDA safety report ID # (B)(4).